Event description:
Adverse event(s): no pt impact reported (no info). Product problem(s): case was ended by surgeon before treatment was complete (failure to fire). A facility reported ending a case that was 33% complete, believing the case had progressed to 100%. Later it was realized that the entire treatment had not been delivered. The pt will have an enhancement.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).